Event description:
It was reported the pt's ipg was inoperable. The pt does not have stimulation and he is uncertain of the last time he charged the ipg. F/u identified the pt's ipg was explanted and replaced and the pt is receiving effective therapy post-operative.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.